Event description:
It was stated that the customer required medical assistance by the paramedics due to low blood glucose levels. The blood glucose was not reported. Prior to the event, it was stated that the customer delivered two boluses due to high blood glucose levels of 200 mg/dl and another 230 mg/dl. It was stated that the customer experienced low blood glucose levels shortly after that, while driving.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.